Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal cover was burned because the high-energy endo therapy accessories were used without ensuring a sufficient distance from the distal end. ·is the reported risk/harm listed in the IFU? The event 1 and 8 are detectable and preventable by handling device in accordance with the following IFU. ¿chapter 3 preparation and inspection_3.3 endoscope inspection¿ of the gif-h290t operation manual - operation. ¿was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ¿does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event 1 and 8 are detectable and preventable by following the IFU, no revision necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's tip cover was burned. There was no patient involvement.